Manufacturer narrative:
(B)(4).

Event description:
The pump was increased by 20%. Following the increase in medication, the pt felt dizzy and was very tired. The pt stopped taking her oral meds for pain because she was afraid of an overdose. After she stopped taking the oral meds, she didn't fell as dizzy, but she was having trouble dealing with the pain in her low back. The onset of symptoms was sudden. The pt was admitted to the hospital; the pt was not getting any relief. There were no pump alarms. Imaging was performed. During the CT myelogram, they could see the tip of the catheter and no issues were found. The pt was scheduled to have a catheter dye study done. At the time of this report, the pt was at home and her status was reported to be "fair". The device system was used to deliver morphine, fentanyl, and bupivacaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.